Manufacturer narrative:
Additional information has been requested, and if received, will be provided on a supplemental report.

Event description:
During t2 recon nail surgery, the surgeon checked that the guide wire passed the screw hole of the nail before inserting the nail. The t2 recon nail was placed by antegrade. Afterwards, the surgeon confirmed the guide wire did not go into the screw hole of the nail when the guide wire was inserted. The surgeon removed the nail and he found that the connecting part of nail adapter was slightly bending. The bending not repaired, though the surgeon tightened the holding screw again. The surgeon inserted the nail again and inserted the guide wire while carefully confirming the x-ray. It took four hours to the completed of the procedure.